Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the identity and definitive root cause of the foreign material could not be determined. It is possible that the issue was caused by user mishandling. The instruction manual contains detection and prevention methods associated with the presence of foreign materials. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated and there were few findings. The air/water-cylinder and suction cylinder had discoloration. Due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value. Connecting tube had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, bulging of the colonovideoscope insertion tube was noted. The device was returned and an evaluation at the repair center revealed foreign materials lodged around nozzle unit at distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.